Event description:
It was reported that a small volume folfusor had impurity inside an unspecified location of the pump. The device was filled with fluorouracil. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from september 22, 2021 - september 23, 2021. The device was received for evaluation. Visual inspection was performed using the naked eye which observed a black particle measuring 0.30 square mm in size. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was insufficient to produce visible signals on the fourier-transform infrared spectroscopy. Therefore, the identification of the embedded particle could not be determined. The reported condition was verified. The most probable cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.